Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". Under possible adverse effects, number 2 states: "early or late postoperative infection and allergic reaction", number 8 states: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions".

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2007. Subsequently, patient underwent a radical debridement, removal of prosthesis and placement of antibiotic spacers on (B)(6) 2008 due to infection. It was further reported patient underwent another revision procedure on (B)(6) 2009 due to infection which required the removal of the prosthesis and placement of prostalac and standard 3 peg patella. Patient was revised again on (B)(6) 2010 due to a mechanical complication. It was further reported, patient underwent another revision procedure on (B)(6) 2011 due to dislocation of the link endo-model prosthesis. Patient underwent the last revision on (B)(6)2011 due to mechanical complication and dislocation.